Event description:
Customer's mother reported a sensor error alert. The blood glucose reading was not known. She stated that the alert occurred after insertion. She was advised on insertion sites and techniques and stated that the sensor did appear to be fully inserted and flat against the skin. She stated that there was no damage to the connection bridge or pins. The test plug procedure showed that the transmitter was functioning correctly. Customer was advised to change out the sensor and stated that the insulin pump had alarmed for sensor end during the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Two opened/used sensors were inspected, then tested and both passed per specification with accurate readings. Both sensors were found with bent cannulas, and it wasn't confirmed if customer received the sensor in said conditions as they were returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.